Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd alaris smartsite low sorbing extension sets filters were damaged. The following information was provided by the initial reporter: filter was faulty- filter emptying during infusion and when line was inverted it caused a back flow from the line back into the filter.

Manufacturer narrative:
H6: investigation summary: two samples were submitted for quality investigation. The customer complaint of component damage - filter damage was verified by investigation. Evaluation of the extension sets with filter identified two issues with the filter samples that were received. Sample #1 of the extension set with filter showed leakage at the vents of the filter during priming. Sample #2 of the extension set with filter had visible kinking on the tubing at the inlet port, however, when the sample was connected to an infusion set and a simulated infusion was conducted at a rate of 200 ml/hr, there were not issues with occlusion, leakage or air-in-line detected. A device history record review for model 20350e lot number 22039194 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the kinking seen in the tubing is caused by the coiling and packaging of the product before the solvent used to connect the tubing to the filter is allowed to dry completely. This allows for kinks to remain in the tubing near the union site after the solvent has cured. The root cause for the leakage at the filter vent cannot be fully determined. The sample was forwarded to the manufacturer and an investigation was conducted. The sample was flushed and the filter vents integrity was re-established. The probable root cause for the leakage at the vents is that the filters were over saturated during use.

Event description:
It was reported that 4 bd alaris smartsite low sorbing extension sets filters were damaged. The following information was provided by the initial reporter: filter was faulty- filter emptying during infusion and when line was inverted it caused a back flow from the line back into the filter.